Event description:
A healthcare reported rupture of devices (no side specified). A different physician reported "capsular contracture (baker grade iii), double capsule and suspected intracapsular rupture of the device." This record relates to the left device. The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture of devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5.

Event description:
The device has been explanted.